Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the medial side of the device eroded through his skin. There were no additional adverse patient effects reported. The rv lead was explanted.